Event description:
Received user facility voluntary medwatch which states: "nurse inflated the balloon of the swan-ganz without return of air, no air or blood could be aspirated. There had been prior difficulty in wedging catheter. It was removed and balloon noted to be ruptured". Upon further query, it was reported that the pt had the device in place for several days, of the incident, the clinician had tried to wedge the catheter per facility protocol. There was no passive return of air, and no air or blood could be aspirated. There was no pulmonary artery wedge waveform or pressure reading. The catheter was removed and upon closer examination, the balloon was noted to be "ruptured". A new device was placed at a later time. There were no reported adverse pt effects. Additional info was requested, but no further info was provided.